Event description:
Customer reported that the "instrument caught fire". No injuries were reported. The customer had called coulter service on sunday, april 27 because th reagent alarms kept going off. The atr told the customer to disable the reagent alarm thru software and they set up an appointment for the next day, monday, the 28th. At approx 4:30 am a janitor walked by the lab and saw smoke and flames coming from the back of the unit, this person went to get a supervisor. The unit was on standby condition at the time. The fire had to be extinguished with a fire extinguisher and fire dept called. The rt rear section of the unit was burned and components melted and the unit was not operational. Customer was given a replacement unit. Unit was returned to tsse on may 12. Personnel from product development safety were notified and pictures of the unit were taken. Root cause is currently being investigated. The root cause is still under investigation, but the preliminary findinds indicate that the problem occurs at the isoton liquid level sensor. The sensor shorted internally to ground and eventually melted and caught fire.